Event description:
It was reported that during a shoulder procedure using a speedscrew 5.5 implant with inserter handle, the implant broke upon insertion. This deficiency caused a 30 minute surgical delay, while the broken piece was extracted from the bone. The procedure was then completed, without further patient complications reported.